Event description:
After completion of two separate capsule endoscopy procedures the capsules were removed and the recorder was connected to the computer. The 'patient capsule tracking data' was downloaded to the computer and the data was saved. However, the system would not access the data and was unable to retrieve the capsule endoscopy images. A loaner system was sent and the computer was sent back to given imaging for repair and potential data retrieval. Patients were contacted regarding rescheduling of procedures. We do have a 'backup' process, however, it is not always done immediately. It is often done only once per week. It is recommended protocol for the tech that retrieves the patient data to:a. Download the data to the main computer (hard drive)b. Copy the patient data to the attached 'external hard drive' for data backup.c. Copy the patient study data to a cd for data archival backup.